Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh removal on (B)(6) 2014 by dr. (B)(6), m.d due to bowel problems. It was reported that following insertion the patient experienced urinary retention, urinary incontinence and urinary tract infection.

Manufacturer narrative:
(B)(4). The patient underwent the concurrent procedure of a partial hysterectomy during mesh implantation. No additional information was provided

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced interstitial cystitis &amp; urinary frequency.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.